Event description:
It was reported by the affiliate that (1) ez45b was used during a varix procedure. It was reported that they would not cut and staple. The case was completed with another instrument and there was no consequence to the pt.